Event description:
General endotracheal anesthesia was induced. The chest and neck were prepped and draped in a standard sterile fashion using betadine paint. Access attempt was made from the left subclavian position. There was return of nonpulsatile blood. A wire was advanced using the seldinger technique without resistance. The wire was seen across the midline by fluoroscopic guidance and ____ the right border of the heart. It was felt o be safely in a venous position. At this point, a counter incision was made in the left anterior chest wall. A 0.5% bupivacaine was infiltrated in skin and subcutaneous tissues at this site. A 6.6 french broviac catheter was tunneled from this anterior chest wall site towards the vessel puncture site and delivered. It was measured to appropriate size and cut. Next, under direct fluoroscopic guidance, a 7-french peel-away sheath introducer was advanced over the wire towards the heart. Again, it crossed the midline and turned towards the right heart border. Next, the obturator from the peel-away sheath was removed in order to place the catheter forward. At this time,we encountered bright red high pressure bloody return. End result was endovascular interrogation of aortic cannulation. Median sternotomy with repair of puncture at aortic arch as well as left subclavian vein. There were no issues with the device.